Manufacturer narrative:
The report of the thermogard console (sn (B)(4)) having cooling issue was not reproduced during functional testing and not confirmed on the analysis of the event log. Unable to determine root cause due to tcmid06 (ce post failure) error message. Upon visual inspection the connector of the power cable is damaged and white roller was worn out. These observations are not related to the reported event. Functional testing was performed and the console displayed tcmid06 (ce post failure) error message upon power up. This observation is not related to the reported event. The analysis of the event log revealed two tcmid06 error messages is not related to the reported event. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard console ((B)(4)) was used for ivtm therapy and did not achieve the desired time to cool the patient (slow cooling) . The reporter was unable to specify the temperature setting. No known impact or patient consequence was reported.